Event description:
The customer contacted olympus to report images not appearing when powering on their hd lcd monitor. No patient or user harm has been reported.

Manufacturer narrative:
The device has been returned to olympus for evaluation, and the customer's reported problem has been confirmed; the monitor was not showing an imagine when powering on. In addition, screw corrosion, a crack in the rear panel, and screen scratches were identified. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is submitted to provide additional event related information. Updates to sections b3 and d10. The reported malfunction occurred prior to the endoscopy screening procedure, and no patient involvement has been reported. No delay in procedure has been reported, and the endoscopy screening had been completed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, the cause is a failure of the bi circuit board. However, the specific root cause of the bi circuit board failure could not be determined at this time. The event can be detected/prevented by following the instructions for use which state: "about lcd screen ·do not press hard, scratch, or place objects on the lcd screen. Doing so may cause uneven screen or malfunction of the lcd (liquid crystal) panel. Handling and general precautions ·when installing this product, keep it at least 10 cm away from walls and other equipment. If there is no distance from walls or other devices, the product will not be able to cool, and the equipment may fail or be damaged. ·this product is heavy, so be careful when installing. Doing so may cause injury to the operator or damage to this product. ·do not leave in direct sunlight or places where the temperature is abnormally high. Never leave the product in a place with temperatures above 60 °c. Doing so may cause the exterior case and internal parts to deteriorate or cause a fire. ·do not clean each terminal and power inlet. Cleaning may cause poor contact and malfunction due to deformation or corrosion of the contacts." Olympus will continue to monitor field performance for this device.